Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose level at the time of incident was 400 mg/dl. The customer was treated with manual injection or insulin pen for high blood glucose event. Customer's current blood glucose value was 247 mg/dl. The customer experienced symptoms related to high blood glucose such as general sense of being worn down. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer was using the auto mode feature at the time of incident. The customer also reported that that the reservoir had leak at the o-ring and the o-ring was dislodged. The insulin pump will not be and reservoir will be returned for analysis.